Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one homechoice cassette leaked during set-up. The patient noted that the film sheet not properly sealed. There were an additional three cassettes found by the nurse that were noted to have sheeting that was not sealed while still in the overpouch. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.